Event description:
It was reported that the plunger case had liquid inside. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. Cracked and chipped out on the back of top case. The right plunger case and battery door were cracked. Contamination was in the case bottom. Force sensor test error was found in the event history log. The technician performed power up process, checked and test force sensor. Force sensor test error was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to be fluid ingression was found inside plunger assembly. The technician replaced the whole plunger assembly, plunger tube and plunger cable.